Manufacturer narrative:
Concomitant product: product ID: 694965, implanted: (B)(6) 2005.

Event description:
It was reported that there was high rising atrial impedance and high rising pacing threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned to the manufacturer and analyzed. Primary analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that there was high rising atrial impedance and high rising pacing threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.